Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt status post zero-p implanted on an unknown date at level c5-6 was discovered to have adjacent level disease and a non-union on an unknown date. Pt was returned to the operating room on (B)(6) 2012, hardware was removed, pt was revised to competitor's hardware. This is 3 of 5 reports for this event.